Manufacturer narrative:
G4: 31jan2020. B4:(B)(6) 2020. The replaced touchscreen was returned for failure analysis. The touchscreen was tested and no faults were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019.

Event description:
The customer reported a bad touchscreen. There was no patient involvement. Technical support advised the customer to replace the touchscreen. The customer reported that replacing the touchscreen resolved the problem.